Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Reportedly, the customer loaded a new cartridge with 300 units of insulin and received a minimum fill notification. Customer's blood glucose level was 109mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged minimum fill issue could not be verified. Additionally, the alleged alarm 19 issue was verified.